Event description:
A technician reported that a patient experienced a gritty feeling in her eyes as a result of decreased tear production causing dry eyes, 4 days following bilateral lasik surgery. In a follow up the technician reported that the patient was treated with medications and the event is improving. The patient will return for follow-up care in a month. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).